Event description:
The customer reported that the system exhibited an error message during operation. Further information was rec'd from the customer indicating that the system locked up as a result of the error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Boards, connectors, and power supply voltage were evaluated and verified during the service call. System software and configurations were also reloaded as part of the service event. The system was tested and found to be working as intended and put back into service.